Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 22.2 cm to 22.6 cm and 24.5 cm to 25.0 cm from the connector pin, consistent with abrasion caused by friction with the ICD can electrical tests indicted normal characteristics. Review of quality records.